Manufacturer narrative:
The event occurred in france. It was reported that the rotaflow console (rfc) displayed the alarm "temp c". The perfusionist changed out the rotaflow console and drive during treatment. No harm to the patient has been reported. A getinge field service technician was on site and was able to confirm that the fan was not working correctly. The temperature increased inside the rfc and displayed the alarm temp c. A getinge field service technician was on site to investigate the affected rotaflow console with s/n (B)(4) and the technician was able to confirm the reported failure. The mcp00460001#fan rpm 80x80x25 24v dc (material number 701007655) was detected as defective and was replaced. The affected part mcp00460001#fan rpm 80x80x25 24v dc ( material number 701007655) was send back to the manufacturer for investigation. The part was investigated by the getinge life-cycle-engineering (lce) and the reported failure "temp c" could be confirmed. The root cause was determined as a deformation of the locking tang of one of the power supply wires, which caused the disconnection of the fan from the energy source resulting in the anomalous function of the fan. This anomaly can be directly related to the reported issue. A device history record (DHR) review was performed on 2021-09-16. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "temp c" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the rotaflow console (rfc) displayed the alarm "temp c". The perfusionist changed out the rotaflow console and drive during treatment. A getinge field service technician was on site and was able to confirm that the fan was not working correctly. The temperature increased inside and displayed the alarm. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).